Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer reports that during a percutaneous coronary intervention (pci) the inflator thread at the position circled by the pressure pump was loose, which made it impossible to inflate normally. The operator immediately replaced it with a new one to complete the procedure. No reported patient injury.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.